Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the electrodes showed a lack of adhesion to the pt's skin and created an electrical arc. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.